Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is faint and have change battery several times. The customer stated that it is too faint to see. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segment due to traces of moisture on lcd board. The insulin pump had moisture damage noted on mother board per visual inspection. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.